Manufacturer narrative:
It was reported that following insertion the patient experienced abdomila pain, scar tissue and hernia recurrence. It was reported that patient underwent mesh removal on(B)(6)/2011 by (B)(6) it was reported that patient underwent mesh removal on(B)(6)/2011 by (B)(6) it was reported that patient underwent mesh revision on (B)(6)/2011 by (b6) in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/20/2020. Additional narrative: it was reported that the patient experienced abscess, seroma, inflammation and digestive problems following surgery.